Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Only the delivery wire was received for analysis. Device analysis revealed that the delivery wire was bent at 20 and 72 cm from proximal end. There was no indication that the detachment zone broke. The coil appeared to have detached at the detachment zone, but not via electrolysis. Information available indicated that the coil was confirmed to be in good condition post unpacking and preparation and that continuous flush was maintained. However, the surgeon experienced resistance as the coil was being advanced within the microcatheter. It is probable that resistance encountered during advancement of the coil may have resulted in the device finding limiting its performance during the procedure. Therefore, a root cause of operational context has been assigned to this investigation.

Event description:
It was reported that resistance was experienced as the coil was being advanced within the microcatheter; therefore, the physician removed the coil. As the coil was being removed, it detached. The physician removed the microcatheter along with the coil without any clinical consequence to the patient.

Event description:
It was reported that resistance was experienced as the coil was being advanced within the microcatheter; therefore, the physician removed the coil. As the coil was being removed, it detached. The physician removed the microcatheter along with the coil without any clinical consequence to the patient.

Manufacturer narrative:
Subject device is not available.